Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the rotablator rotalink plus device. The burr catheter was received connected to the advancer. The handshake connection, sheath, coil and burr were microscopically and visually examined. The coil is stretched. There is foreign material (fibers) wrapped around the distal coil. Functional testing was completed with a test .009¿ rotawire. The rotawire was attempted to be inserted through the burr, but was not able to. The burr was soaked in hot water and the wire would still not pass the burr. The burr was then put into an x-ray machine and it was verified that there was no occlusion or irregularities. The blockage is most likely dried saline. Examination of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis on 13-sep-2018. It was reported that there was resistance advancing the burr and it would not load onto the wire. A 1.5mm rotalink¿ plus burr was selected for use during an ablation procedure in the patient's very calcified left anterior descending artery (lad). During the procedure the physician felt a little resistance advancing the burr for the first ablations, but it worked fine. The device was removed. Then while attempting to insert the device back into the patient for more ablation, the device failed to load onto the wire. Therefore a new rotalink plus was used to complete the procedure. No patient complications were reported. The patient's condition was good. However device analysis revealed foreign material wrapped around the distal coil.